Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.